Event description:
Medtronic received a literature article titled 'deep vein thrombosis (dvt) after venous thermoablation techniques: rates of endovenous heat-induced thrombosis (ehit) and classical dvt after radiofrequency and endovenous laser ablation in a single centre', describing a retrospective analysis of all cases of rfa under general anesthesia and evla under local anesthesia. Review of all cases of rfa and evla performed from february 1999 to march 2007 was conducted. Rfa was performed under general anaesthesia (ga) using the closure system (vnus). Evla was a non-medtronic device. In total, 2470 cases of rfa and 350 of evla were performed. Post-rfa, dvt was identified in 17 limbs (0.7%); 4 were ehit (0.2%). Concomitant small saphenous vein (ssv) ligation and stripping was a risk factor for calf-dvt , possibly due to an older patient group with more severe disease. Post-evla, 4 dvts were identified (1%), of which 3 were ehit (0.9%).

Manufacturer narrative:
Literature ref:doi:10.1016/j.ejvs.2010.05.011 a2: average age a3a: majority sex medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.